Event description:
The customer reported after completing a surgery, they realized that the inner sheath part of the bipolar resector was broken. It is not in the patient, but they do not know where it could have broken. Under visual inspection, the part is broken and not delaminated. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.